Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On "(B)(6) 201" it was reported to k2m, inc. That a cannulated probe broke during insertion. The broken tip of the probe remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated upon receipt. Upon review of the probe, it was observed that the shaft had fractured at the distal tip, between the 3 and 4 cm laser markings. A slight bend can also be observed at the event site. Upon review of the inner stylet, it was observed that the laser weld that joins the stylet wire to the stylet cap was broken, resulting in the separation of the two components. Signs of impaction are also visible on the proximal end of the stylet cap. It was reported that a mallet was used on the proximal end of the cannulated probe with inner stylet while accessing the pedicle. Upon removing the inner stylet, it was discovered that the proximal stylet cap broke at the laser weld and had separated from the stylet wire. Repeated stress from impaction may have weakened the weld, leading to the failure. Without the stylet cap, removing the stylet wire presented difficulty. The surgeon then proceeded to remove the cannulated probe. Allegedly, the probe was stuck in the pedicle and the surgeon tilted the instrument from side to side to try to pry it out until eventually the tip broke off. It is likely that bending overload from excessive force during removal contributed to the failure.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a cannulated probe with inner stylet broke intra-operatively during site preparation. The tip of the broken probe is retained in the pedicle.